Manufacturer narrative:
H6 medical device problem code a141101 is no longer applicable for this report.

Manufacturer narrative:
A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a leak was observed at the purge filter located on the purge arm during impella cp support. It was reported that liquid was visibly dripping from the purge filter. No alarms were reported on the automated impella controller (aic) at the time. The reported purge flow was approximately 17.5 ml/h with a purge pressure of approximately 380 mmhg. Motor current values under p-6 were reported as 637 ma, 516 ma, and 568 ma. Due to uncertainty regarding whether adequate purge solution flow through the motor was being maintained, replacement of the pump was recommended. The physician indicated that they would discuss this recommendation with a senior cardiologist. As a follow-up update on 06-apr-2026, it was reported by nursing staff that the patient was successfully weaned from impella support and pump explantation was not required due to the reported purge filter leak. As a further update on (B)(6) 2026, it was reported that the device was not retained by hospital staff and therefore could not be returned for inspection. The patient outcome was reported to be positive, and the patient was hemodynamically stable. No signs or symptoms of patient injury or patient harm were reported in association with this event. The explant was not considered premature and was unrelated to the reported event. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of leaking issue was not determined due to insufficient clinical details and no product was returned.